Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reports via phone call a hospitalization on (B)(6) 2015. The customer states while she was at her sons house, then fell due to a major lung issues and hit her head. The customer blood glucose level at the time of the event was 64 mg/dl, which she treated with food. After the customer blood glucose level went up to 495 mg/dl. Troubleshooting was performed and the drive support cap was normal, but customer declined troubleshooting on the high blood glucose. The customer treated for the high blood glucose using a manual injection.